Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. A complaint history examination indicates that this is the first complaint received against the trocar component lots. Because a sample was not returned and no evidence of nonconformity could be found in the lot record reviews, the root cause for the leaky trocar cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported a valved leaking during the vitrectomy. The surgery was completed and no patient impact was reported. Additional information has been requested but not received to date.